Event description:
After an implantation time of approx (B)(6), it was reported that the pacing impedance had increased to > 3000 ohm and the device was explanted. No worsening of the patient's state of health was reported.